Event description:
The pt tested her blood glucose on the suspected device and it was 407 mg/dl. The paramedics arrived and within 2-3 minutes they tested her blood glucose on their device. It was 28 mg/dl. She was taken to the hospital and given d50, 2 doses of glucadone and food and released. On 11/24/1999, the pt tested her blood glucose and it was 379 mg/dl. She called the paramedics and within 2-3 minutes they tested her blood glucose on their device and it was 21 mg/dl. She was taken to the hospital and given an IV, 2 doses of d50 and later released.